Manufacturer narrative:
According to the customer, "the main issue is that we have the catheter inserted completely and cannot get urine to drain. We try repositioning the catheter and the patient and still no urine. We scan the patient for a large amount and are only getting a small amount out. We have even tried to unhook the drainage bag, hook up a slip-tip syringe to manually aspirate the urine. We have tried to irrigate the catheter to get it flowing. Sometimes we still don't get urine and have to remove the catheter, get a new kit, and start over. This happens frequently". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "the main issue is that we have the catheter inserted completely and cannot get urine to drain. We try repositioning the catheter and the patient and still no urine.".